Event description:
We were using xi sureform stapler60, 60 white load, we fired the stapler it only fired half way, we thought it was the white load, so we fired another load and it only fired halfway again. We tried another stapler, and it worked just fine. Gastric sleeve.